Event description:
It was reported that about one month post-implant, the patient felt "hot" within the implant area. The patient went to a clinic, but no anomalies were found. The patient had no other symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).